Manufacturer narrative:
Findings: unit received with loud noise during motor rewind and the pump alarmed during displacement test due to motor gear box jammed during testing. No or display anomaly noted during testing. Unable to perform basic occlusion, occlusion, prime, excessive no delivery, self test, test and all operating current measurement due to alarm. No cosmetic damage noted. (B)(4).

Event description:
A customer reported via phone call indicating that their insulin pump experienced a compromised force sensor system alarm. The customer's blood glucose level was unknown at the time of the incident. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.